Manufacturer narrative:
Initial reporter information was not provided.

Event description:
A pharmacist called stating the customer had been hospitalized several times for hypoglycemia. The pharmacist is concerned about the posibility of incorrect readings on the customer's contour meter but also mentioned the wife of the customer could be confused about the insulin dosage. Specific readings were not provided. During the most recent hospitalization, the doctor decreased the 70/30 insulin dosage from 50units to 6units. The test strip information was not provided but strips are expected to be returned for evaluation. New meter and test strips were sent to the customer.